Event description:
Information was received from a health care provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get magnetic resonance imaging (MRI) information. The caller reported that the patient's battery was completely dead and they can't charge the implant. The caller stated that the device had not been working for several months. The patient spoke to someone with manufacturer and they told the patient that they needed a new battery. The caller did not know who with manufacturer the patient talked or when this contact was made. The issue was not resolved through troubleshooting. Technical services (tss) reviewed MRI information with the caller. Additional information was received from the patient. When asked about the possible cause, they reported that was the place of the device charging; they told their doctor to put it where they could reach it themself, they had shoulder arthritis till it was done but they put the ins too far back, they didn't like to find it and stay till it was charged. When asked about the steps taken to resolve the issue, patient stated they will get a new battery that didn't need charging, replace battery every couple years much better.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.